Event description:
See initial report.

Manufacturer narrative:
Error 441 (can_timeout) indicates that a safety feature of the pump has failed and therefore the pump no longer allows the system to monitor it properly. Technician on site inspected the unit and confirmed that the motor controller board was faulty and was therefore replaced. Yes, the issue has been resolved. A device service history review has been performed and identified that the unit was manufactured in 2017 and no other similar event has been reported, neither concerning trend has been identified. Based on all the gathered information, the most likely root cause has been assigned to an electrical failure of the hms motor controller board. Failure of electronic boards can be related to multiple and not deterministic factors such as exposure to heat, dust and moisture, accidental impacts (drops and falls), and power overloads/surges but also to variability of micro subcomponents. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H11: livanova deutschland manufactures the s5 roller pump 150. The incident occurred in (B)(6), india. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a s5 roller pump gave a motor controller failure error message (error code 441) during priming. There was no patient involvement.